Manufacturer narrative:
E1:patient country: saudi arabia. Name medtronic minimed, street 18000 devonshire street, city northridge, state ca, zip code91325. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2026. The hyperglycemia was treated by insulin pump.